Event description:
The healthcare professional reported that troubleshooting of the patient programmer was required, as the patient's implantable neurostimulator (ins) was not working right. The status light was green, indicating it was okay. The pp was placed over the ins, the bottom gray button was pressed and the green light on the 9 volts was seen, but no other lights were coming on. The patient was advised to follow up with their managing healthcare professional, as the ins might have reached end of service (eos). The indication for therapy was complex reg pain syndrome type I. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.